Event description:
During the surgery, the strap fixation device that is used to secure mesh during the case deployed but did not attach properly to the mesh. The surgeon wanted a new device and there was no patient harm to patient.